Event description:
The reporter indicated that patient was having too many accidents. The patient reported interstim was not helping his fecal incontinence, sometimes it helped and sometimes not. The patient stated this only happens intermittently, but mainly after he has dialysis. The patient reported not feeling stimulation while therapy was on. The patient stated it only happens once in a while not all the time. Pt confirms this happens intermittently since implant. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor. Additional information has been requested regarding having too many accidents but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.